Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal 1000 mcg/ml for a total dose of 245 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported earlier in the week when the patient had their pump replaced for end of service, the physician used the catheter already implanted. The hcp was able to withdraw from the catheter access port (cap) and had great flow. The 8596 was attached to the 8598 to make up the entire catheter. The two pieces were combined to make one catheter. There was no obvious problem with the catheter. The patient was discharged and sent home that day ((B)(6) 2018). The patient was admitted to the intensive care unit (ICU) late night on (B)(6) 2018 for severe spasticity and baclofen withdrawal. On (B)(6) 2018 the rep was notified they were taking the patient back to surgery. During the surgery they did not find any problem with the catheter and were able to withdraw from the access port. Both pieces were replaced with a new 8780. It was noted that surgical intervention did occur as the catheter was replaced and again the port was assessed with good flow. Both catheters were explanted on (B)(6) 2018 and will not be returned as the customer discarded the catheters. There was no known factors that may have led to the event. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history included multiple sclerosis. The patient's weight was 180 pounds. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.